Event description:
It was reported that the patient passed away. Additional information stated that cause of death was unknown; the patient was found in residence (deceased) by home health. It was unknown if the death was device related. The device operated as expected and would not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome could not be conclusively determined through this evaluation. Additionally, a direct correlation with heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. The patient was found, by (B)(6) at home, expired on (B)(6) 2022. The cause of death was unknown. It was reported that the heartmate ii lvas, serial number (B)(6), would not be returned for evaluation. The device reportedly operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.